Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts during the load sequence but had removed insulin from the cartridge outside of the load sequence. A new cartridge was successfully loaded onto the pump to address the alarm. Customer's blood glucose level was 103 mg/dl.